Event description:
Information was received from the Healthcare professional via a manufacturer representative regarding a device used for balloon kyph oplasty. It was reported that the when the OC probes were connected to the connector hub, the connector hub did not recognize the probes as connected. Never got an error message. Multiple probes were attempted; however, the generator screen continued to display "connect probes." As a result, the ablation could not be initiated. The physician elected to proceed with the BKP and was able to complete the case. No harm to the patient. The generator was unplugged and restarted twice. The probes were exchanged, and each of the four probe connections was tested and didn't worked, the issue was the connector hub and not the generator itself. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received as event occurred during pre-op.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.